Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The patient is fine at this stage. The instrument was closed onto the tissue for around 5 minutes while a solution was found. The surgeon is concerned for a possible leak problem due to this extended period of compression on the tissue but leaks will not appear for around 5 days post operatively. Case delayed by 10 minutes.

Event description:
It was reported that during a closure of loop ileostomy procedure, the instrument had been fired once to create the bowel anastomosis with no problem. The surgeon was undertaking the second firing to complete the transection of the bowel and when he was half way through the firing the firing knob broke off the instrument completely. It was unable to be put back onto the instrument to complete the firing. The surgeon had to use a large laparoscopic needle holder to complete the firing. The case was delayed by ten minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n54h7p. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.